Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a burn on the plastic distal end cover. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported during the device inspection, the gastrointestinal videoscope exhibited a burn on the plastic distal end cover. However, additional information indicated that the burn on the plastic distal end cover did not occur. Per the legal manufacturer, additional evaluation findings are not likely to cause or contribute to death or serious injury if the malfunction were to recur.